Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken blade to be related to the reported complaint. The blade broke at roughly 0.182¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the user observed physical damage on the distal end the harmonic ace instrument disposable insert. Troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.